Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular (lv) lead exhibited high out-of-range impedance, and an increase of more than double since last interrogation. Reprogramming was performed. Patient was stable.